Event description:
It was reported that in the middle of a knee scope, the device tip broke off and was removed by arthroscopic instrumentation. Another device was used to complete the procedure. There was no pt injury. Add'l info was requested, but no add'l info was available.

Manufacturer narrative:
Final device investigation found that the device was returned with the tip of the inner shaver sheared off approx 5-6mm in length. The teeth at the distal tip were consistent with use, but the teeth at the proximal end on one side were twisted and had begun to rend away from the cutting area and move toward the center of the shaver. The lead to a crack that extended to the center of the tip. The teeth on the other side of the tip were bent also, but away from the center of the shaver. The distal tip of the outer shaft contained scouring marks and damage in the form of missing or gouged metal on the lip. Upon eval, the subassemblies were not visibly bent. The inner shaver slid easily into the outer shaft, and no metal to metal scraped was noted when the inner shaver was rotated on its axis inside the out shaft. The device history record was reviewed, and no discrepancies were noted. The instructions for use state "do not contact cutters, shavers, or burrs with metal objects as this may cause the device to break or shed metal" and "excessive pressure may cause cutters, shavers, or burrs to bend or break which may in turn cause harm to the pt and/or operating room staff."